Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
The customer called ameda on (B)(6) 2014. She stated that while she was pumping with her purely yours breast pump, using batteries only, she heard a fizzing noise. She opened the battery compartment and stated that a dark grey fluid filled the battery compartment and spilled out. She stated she did not come into contact with the liquid and no injury occurred.